Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received multiple unexpected restart. A cold reset was performed. Customer¿s blood glucose level was unknown. The customer was able to rewind the insulin pump. Troubleshooting was performed and received other alarm. The insulin pump will be returned for analysis.